Event description:
The customer reported that when the package was opened, mold and corrosion were found on the grounding pad. The grounding pad was not used. Initial eval of the returned sample found the pad was degraded and did not have continuity.

Manufacturer narrative:
(B)(4). The incident sample was received and is under eval. When the device eval is complete, a follow-up report will be submitted.